Event description:
It was reported that following a urethral bulking implant, the pt showed up for a second treatment six weeks post implant and upon examination, dr found exposed/eroded material in the pt's urethra. The dr tried to remove the material using flexible graspers but was unable to retrieve it. The dr placed a foley catheter and has placed the pt on watchful waiting in hopes that the mucosal tissue will re-epithelialize. No further complications were reported.